Event description:
Right head siderail not latching properly. No accident reported. Bed was put out of service to avoid any pt contact.

Manufacturer narrative:
Installed new inline kit on all siderails to fix the problem. Bed passed the function test. .